Event description:
A stent graft was to be placed for a leaking thoracic aneurysm. The talent captivia device was passed, under direct supervision, up the aorta, placed into the arch and was then advanced to the site of the subclavian. The device was deployed without difficulty by the surgeon certified on the use of this device. The second stage of the device was then attempted to be deployed; however, the release mechanism for the captured tip would not fire. The delivery device remained attached to the distal portion of the graft. The trigger mechanism was manipulated in an attempt to get the device to fire and was unsuccessful. The entire handle of the delivery device was then disassembled exposing the inner cannulas. An attempt to manually deploy the captured portion was unsuccessful. The graft was unable to be freed from the device with gentle rotation. The wire was fully retracted into the body of the graft. The decision was made to proceed with a sternotomy for device extraction. The patient was placed on cardiopulmonary bypass and the graft was subsequently removed. The patient was transferred to the intensive care unit following surgery. The patient was hemodynamically intact but confused for several days and required two days of intubation. Mentation cleared over two weeks and patient was discharged to home and arrangements made for the patient to follow-up at a hospital closer to his home.the clinical rep from medtronic was present the entire time during the case. He was also in contact with multiple other clinical reps to ask about this problem and possible resolutions.======================manufacturer response for medtronic talent captiva stent, (brand not provided) (per site reporter).======================no response as yet.